Manufacturer narrative:
Product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 39565-65 lot# serial# (B)(4), product type lead. (B)(4).

Event description:
The patient¿s health care provider wanted to turn the patient¿s device off because it was thought that the stimulation was turned too high. The patient was in and out of consciousness. He had a seizure right after the device was turned off. The lightning bolt was not in the upper left hand corner of the programmer screen. He was admitted to the hospital. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was in and out of consciousness and was not able to communicate.